Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, 98% stenosed mid left anterior descending artery. Predilatation was performed prior to stenting. After deployment of the 3.0x33 mm xience prime a distal edge dissection was observed. A 3.0x15 mm xience v stent was used to treat the dissection successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.